Event description:
It was reported that during a da vinci-assisted umbilical hernia repair procedure, the screen displayed the following messages: ¿left video loss¿ and ¿scope temperature unknown.¿ the error occurred while increasing the bovie settings to stop bleeding from the liver, which was due to multiple mass removal by the surgeon. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and noted multiple camera power warning 48229 errors related to the suspect scope. Tse had customer reseat the suspect scope and the messages cleared. Customer stated that the procedure was completed and did not try a new scope once the message appeared. The tse recommended if issues persist with the scope to return the scope. Tse recommended for customer to power cycle the system in between cases and recommended customer to call back if they encounter issues during their next procedure. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse had visited the site and confirmed that the site had completed multiple procedures with a different endoscope. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product/ event. No image or procedure video was provided for review. An isi technical service engineer (tse) checked the system live error logs and noted multiple camera power warning errors related to the suspect scope. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted umbilical hernia repair procedure, customer contacted technical support to report that during a procedure they had to turn up the bovie because the patient's liver was bleeding (customer stated that bleed was not caused by system but occurred after surgeon removed multiple masses on liver) and when they did that they received a message on the screen that said left video loss and scope temperature unknown.